Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer duplicate pocket address was detected. A technical support specialist (tss) had found that the drawer was confirmed functional and suggested the following workaround. If the drawer contained an internal or external return bin, reset scripts should not be used. When the station was disconnected, a knowledge article (ka) should be followed to synchronize the station to a live device and have a customer empty the return bin before proceeding. If the station communicated normally but the drawer was inaccessible, a product support specialist consult was filed. For devices communicating with the enterprise (es) server, the station upload status and retry mode should be verified, and any errors need to be fixed. Downtime of about 30 minutes should be scheduled with the customer. When replacing an existing drawer, it should be ensured that the drawer was physically empty, and all cubie pockets were removed until instructed to reload. It was advised to download one of the scripts enlisted from eft based on the es version and get the list of keys to unload. The contents of the downloaded zip file should be extracted, which includes the file named dispensing es server loaded space to get parent storage space key. Sql. This query should be copied to the es server and opened, using sql server management studio, and the device name should be entered in the script. And it was advised to replace the name of the device, input the device¿s name inside the single quotes and provide the device name to unload. It was advised to get the parent storage space key for a pocket in the drawer by identifying a pocket to unload and recording its value in the case notes, ensuring it was for a pocket and not the drawer itself. For half-height drawers with decimal numbers, the parent storage space key for a pocket in the other half should also be retrieved. An example scenario was given, and the drawer was confirmed functional, return bins were handled per a ka, and upload errors would be resolved. The appropriate reset script was downloaded, parent storage space key values obtained, and the unload script should be executed after stopping services and backing up the database. An example scenario was given, and it was requested to execute the script. The script was verified by rerunning the query, all required spaces should be unloaded, services required to be restarted, and a full synchronization should be performed through medication application using the appropriate ka. If the issue persisted, the database should be dropped and recreated. For drawer replacement, the device should be powered off and disconnected, the hardware should be swapped, and the drawer should be left unplugged. After restoring power, the user should delete the old drawers in medication application via storage space configuration and assign new drawers, ensuring all cubie pockets were detected. If the customer was working with the field service engineer (fse) or implementation engineer to replace the drawer, the station should be shut down, the new drawer should be connected by the fse, and the station should be powered on. The user should log in to the medication application, navigate to storage space configuration, click assign drawers, and assign each unassigned drawer to the correct position. The drawer should be then configured, and all cubie pockets would be confirmed detected. The customer was informed that all pockets required to be reloaded finally. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es duplicate address was detected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.